Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that there was a system failure and physical damage of the pump. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Other, other text: device evaluation: one device received for investigation. Visual inspection showed chip on lower left front corner of the top case and crack on right plunger case. Event history log reviewed and showed a base not responding error. Unable to duplicate the base not responding at power up. Base not responding is an advisory alarm caused by user powering the device off within 5 seconds after powering device on which is a non-issue. The damage is caused by the customer mishandling the device. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, a DHR review was not performed. Service history review identified this device has not been in for service previously.